Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('I got pain in my back-severe, a month after placement') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6)2017, the patient had essure inserted. In (B)(6)2017, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysgeusia ("I developed a metallic taste in my mouth"), tongue discomfort ("the following month I developed burning tongue"), dry eye ("dry eye syndrome (basically an allergic reaction)"), arthralgia ("chronic pain in my hips"), headache ("headaches"), contusion ("bruising"), anxiety ("anxiety"), depression ("depression"), chronic fatigue syndrome ("early on I was having chronic fatigue syndrome-2 months after placement"), hot flush ("this gave me hot flashes") and loss of libido ("no sex drive"). The patient was treated with surgery (I am having my essure removed in 2 weeks (3 dr¿s agreed) I have seen 12 specialists). Essure treatment was ongoing at the time of the report. At the time of the report, the back pain, dysgeusia, tongue discomfort, dry eye, arthralgia, headache, contusion, anxiety, depression, chronic fatigue syndrome, hot flush and loss of libido had not resolved. The reporter considered anxiety, arthralgia, back pain, chronic fatigue syndrome, contusion, depression, dry eye, dysgeusia, headache, hot flush, loss of libido and tongue discomfort to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-sep-2019: quality-safety evaluation of ptc.ccc added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a consumer and describes the occurrence of back pain ("I got pain in my back-severe, a month after placement") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysgeusia ("I developed a metallic taste in my mouth"), tongue discomfort ("the following month I developed burning tongue"), dry eye ("dry eye syndrome (basically an allergic reaction)"), arthralgia ("chronic pain in my hips"), headache ("headaches"), contusion ("bruising"), anxiety ("anxiety"), depression ("depression"), chronic fatigue syndrome ("early on I was having chronic fatigue syndrome-2 months after placement"), hot flush ("this gave me hot flashes") and loss of libido ("no sex drive"). The patient was treated with surgery (surgical removal). Essure treatment was ongoing at the time of the report. At the time of the report, the back pain, dysgeusia, tongue discomfort, dry eye, arthralgia, headache, contusion, anxiety, depression, chronic fatigue syndrome, hot flush and loss of libido had not resolved. The reporter considered anxiety, arthralgia, back pain, chronic fatigue syndrome, contusion, depression, dry eye, dysgeusia, headache, hot flush, loss of libido and tongue discomfort to be related to essure. Incident